Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. A field service engineer (fse) inspected the device at customer site and confirmed the reported failure. The fse replaced the disinfectant solution counter to resolve the issue. The device was not returned to olympus for further inspection. Based on the results of the investigation, the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor disinfectant solution counter did not reset. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.